Event description:
Device was removed from the pt due to pt dissatisfaction-inadequate rigidity. Another device was implanted.

Manufacturer narrative:
Cylinder had a wear leak. Cylinder had a wear leak hole in inner tube.